Manufacturer narrative:
This is the first and only complaint regarding the batch number of the component involved (lot#1400934). No pre-existing anomalies were found by checking the manufacturing charts of the component involved. We will complete our investigation on this case and submit a final report.

Event description:
Revision surgery due to patient pain. Event related to cup loosening. First surgery took place on the (B)(6) 2014, revision surgery on the (B)(6) 2018. The surgeon was happy with final stability of implant. Event occurred in (B)(6).

Manufacturer narrative:
Very few info received about this case. No deep investigation on this case is possible. In details: no info about patient's activity level; no x-rays; no explants (disposed of during the revision surgery as per hospital policy); no info about components implanted during the revision surgery; no surgeon's comments reported; check of DHR: no pre-existing anomalies were found by checking the manufacturing charts of the delta acetabular cup involved on a total of 40 delta acetabular cups manufactured with the same lot# (1400934). First and only complaint received on the same lot#. With the only few info received, it is not possible to go back with certainty to the root cause of the event. Based on the check of the DHR of the acetabular cup involved, this is not a product related issue. Pms data: limacorporate is aware of a total of 14 cases related to post-operative pain that lead to revision surgery, involving the delta tt cup. By considering a total of 67.837 delta tt cups (product code 5552.15.xxx) marketed worldwide since 2007, the occurrence rate is 0.02 %. None of the above-mentioned cases have been classified as product-related; in fact, according to the investigation performed, these cases were not related to a failure (e.g. Mechanical) of the prosthesis itself and were often due to the suboptimal positioning of the acetabular cup. No corrective actions initiated for this case. Limacorporate will continue monitoring the market on the reoccurrence of similar events.

Event description:
Hip revision surgery due to patient pain and cup loosening performed on (B)(6) 2018. According to the info reported, previous surgery took place on the (B)(6) 2014. Event happened in australia.